Event description:
Central nurse station EKG monitor alarm not sounding. One of the ICU nurses noted a blue screen for this patient. Rn entered the room and EKG alarm was audible in room-asystole. Code blue called. Nurse manager said monitor printed out EKG strips showing a time delay of 14 minutes before code was called. Acls protocol followed.